Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a thoracic surgery, on the 7th firing, the device fired but did not staple. The reload came apart on removal, the entire metal pan separated from the cartridge. The tissue did not seal, a second device was fired across the problem area. The case was completed with no consequence to the pt.